Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The video board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system failed to display images. There are no reports of patient injury or death associated with this event.